Event description:
Procedure: lobectomy. According to the reporter: while firing, cartridge disengaged from the stapler. Surgeon removed it by cutting pt side with another cartridge. There was no bleeding reported. Converted to open surgery due to no stock of the device a different device was used instead.

Manufacturer narrative:
Date initial report sent: 03/25/2008.